Manufacturer narrative:
Integra completed their internal investigation on (B)(6) 2015: methods: evaluation of actual device. Device history record review. Complaint history review. Results: the complaint was not confirmed - no issues observed. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. This device was manufactured on june 30th of 2012 and a review of dhrs containing lot code 124 showed that the following lots passed the required inspection points without reworks, mrrs or variances. Service history: date of service: (B)(6) 2015. Reason for service: preventive maintenance. Date of service: reason for service: unable to unlock locking mechanism/routine maintenance. No manufacturing or design related trend has been identified. Conclusion: we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required.

Event description:
It was reported that the mayfield slipped. There was patient injury. Revision or medical intervention was required. There was no delay in surgery. No other information was provided. Additional information has been requested.